Manufacturer narrative:
Visual inspection of the returned device revealed the imaging window detached near the lapjoint section and the sheath kinked. Microscopic inspection revealed no damage consistent with saline exposure post-use of the device. A media inspection was performed to the pictures provided by the site and an imaging window detachment and a kink in the sheath assembly were observed.

Event description:
It was reported that a detachment occurred. The target lesion was located in the severely tortuous right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. While the device was in use, a separation occurred about 28 cm from the tip. The procedure was completed with another of the same device. There was no injury to the patient. It was further reported that the device separation occurred outside the body.

Event description:
It was reported that a detachment occurred. The target lesion was located in the severely tortuous right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. While the device was in use, a separation occurred about 28 cm from the tip. The procedure was completed with another of the same device. There was no injury to the patient.